Event description:
During a filter placement (jugular approach) while inserting the wire guide, the pt felt a "pop". The procedure was stopped and it was discovered that the wire guide had penetrated the smoother outer cannula approx 1 1/2 inches. There was no harm to the pt. The device was removed, and another filter was placed. The following add'l info was received on (B)(6) 2011: the pt was placed supine on the procedure table. The left neck was prepped and draped in the usual sterile fashion. The skin was infiltrated with 1% lidocaine for local anesthesia. Using real-time ultrasound guidance, after vessel patency was confirmed and an image was stored, access was gained into the left internal jugular vein with a 4 french micropuncture needle set. The inner dilator and wire guide were removed. A .035 glidewire was advanced down into the inferior vena cava. The tract was sequentially dilated. An 8.5 french introducer sheath from the cook tulip inferior vena cava filter kit was inserted and positioned in the right common iliac vein. Contrast was injected and digital subtraction images of the inferior vena cava were obtained. The inferior vena cava was noted to be of normal caliber without evidence of caval thrombus. The renal vein inflow was identified bilaterally. Subsequently, an attempt was made to advance the cook tulip inferior vena cava filter through the sheath. At the level of the left innominate vein, it was noted that one of the legs of the filter was protruding through the sheath. The entire system was then removed without trauma to the pt. Access was regained into the left internal jugular vein using real-time ultrasound guidance with a 4 french micropuncture needle set. The inner dilator and wire guide were removed. A 0.35 glidewire was again advanced on the inferior vena cava. A 10 french introducer sheath from another MFR's inferior vena cava filter kit was then passed to the distal inferior vena cava. Under fluoroscopic control, the other MFR's filter was deployed in the infrarenal inferior vena cava. The pt tolerated the procedure well. There were no immediate complications.

Manufacturer narrative:
Event eval: a sheath with the filter inside was returned. One filter leg was protruding from the sheath approximately 39 cm from the distal tip of the sheath. The devices are visually inspected 100% for defects prior to shipping. The device is shipped with instructions for use (IFU) that describes the intended use, contraindications, warnings, precautions, potential adverse effects, and proper deployment procedure. A review of the returned device revealed that most likely the anatomy caused the difficulties encountered during the procedure. This could indicate that excessive force was used during advancement. Under normal conditions, the sheath is strong enough to accomplish the procedure. However, it has been seen before, that the sheath may kink, if exposed to excessive force because of tortuous anatomy, and the filter legs may be prone to penetrate the sheath wall if the introducer system is advanced through a kinked sheath. We will continue to monitor for similar complaints and have notified the appropriate internal personnel. Quality engineering risk analysis (qera) was performed and no further mitigating action is necessary at this time.